Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after an interventional cerebral aneurysm coil embolization procedure with a 6f sheath. Reportedly, the suture was not attached to the needle when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. It appears a material separation occurred during plunger pull possibly due to interaction with anatomy that prevented the posterior needle tip from fully ejecting. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.